Event description:
It was reported that a vns patient died a few months after a car accident. The patient sustained head injuries in the wreck, which caused an increase in seizures, constant head pain, and lethargy. The patient was admitted to the hospital after a status epilepticus seizure and was given pentothal intravenously. The patient then developed a central brain herniation phenomenon and died. A full autopsy was not performed; therefore, the exact cause of death is unknown. The patient was taking several aeds (phenytoin, clobazam, levetiracetam, and zonisamide) at the time of death. The patient's generator has been removed; however, good faith attempts to have the device returned to the manufacturer for analysis have been unsuccessful to date.